Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed the 30 joule self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by a zoll field representative at the customer's site. The device and the reported issue was observed. The CPR adapter was returned to zoll medical corporation. During the investigation it was noted that the reported issue could not be replicated. Based on the field evaluation and follow-up testing at chelmsford, this claim will be closed as observed, not verified. No emerging trend based on similar reports.